Event description:
An optometrist reported that a patient, who had previously undergone lasik enhancement, was examined and was diagnosed with epithelial ingrowth in the left eye. Flap was lifted and cleaned and a bandage contact lens was inserted for 5 days and removed. Patient taking antibiotic 4 times a day for one week and during week 2 through 4 the patient will begin a taper schedule with steroid. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).